Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion, yellow particles in the shell, bubbles in the gel and deformation device. Voids in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process the event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "swelling. " healthcare professional reported "recalled allergan textured implants" and "capsular contracture", baker grade unknown. Device has been explanted.